Manufacturer narrative:
Insulin pump was received with a critical pump error alarm and a broken force sensor was detected during seating or regular delivery error alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a broken force sensor detected during seating or regular delivery alarm. The customer's blood glucose was 6.9 mmol/l at the time of incident. The customer was unable to clear the alarm. The customer was unable to enter a different screen as the display screen was frozen. The time clock did not advance due to frozen display. The customer inserted a new battery and the frozen display recurred. The display screen was not completely blank. There were no other alarms and the buttons were unresponsive. The customer removed the battery an insert battery alarm did not appear on the screen of the insulin pump. Troubleshooting was performed for frozen display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.